Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 32mm synergy¿ drug eluting stent was selected for use to treat the lesion. However, upon attempting to insert the device, it was noted that a portion of the stent was found to be deformed. The procedure was completed with a 38mm synergy stent. No patient complications were reported and the patient 's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed distal stent damage. Strut segments 1-5 from the distal end of the stent were lifted, crushed and misaligned. The undamaged crimped stent od (outer diameter) was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 32mm synergy¿ drug eluting stent was selected for use to treat the lesion. However, upon attempting to insert the device, it was noted that a portion of the stent was found to be deformed. The procedure was completed with a 38mm synergy stent. No patient complications were reported and the patient 's status was good.